Event description:
A customer stated that unexpected negative reactivity was obtained when testing a patient sample with a history of having anti-d and anti-k.

Manufacturer narrative:
A review of the image result files for initial testing performed on (B)(6) 2013, showed that results visually appeared as reported by the instrument. Repeat testing on (B)(6) 2013 showed that positive results were obtained as expected when using a different lot of indicator cells due to lot 221929 expiring on 21feb2013. Controls reacted as expected. The initial lot of indicator cells expired prior to receipt of the complaint. We were unable to rule out that the initial vial of indicator cells had been compromised. A product deficiency was not identified.